Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient complained of hip pain. Surgeon revised the hip, removing the 36+5 lfit head and replaced it with a biolox and sleeve. Surgeon also debrided soft tissues of any debris associated with metal from head/trunnion junction. Surgeon changed the liner and replaced with x3 liner. Some soft tissue damage and osteolysis was also noted.